Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the blue bulb was unable to inflate spacemaker bag. Just opened another one. Pt was not injured during the procedure. Inventory specialist did not have any add'l info.